Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that immediately post implant, this right ventricular (rv) lead exhibited intermittent capture with high threshold measurements due to microdislodgement. The patient had an external pacemaker installed prior to implant and it was suspected that this rv lead dislodged when the external pacemaker lead was removed. The rv lead was repositioned and remains in service. No adverse patient effects were reported.